Event description:
It was reported that a home patient (hp) had a high drain alarm, indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, which occurred on a homechoice (hc) device during use at the end of the therapy. The technical service representative (tsr) explained the message to the hp. The hp was going to keep the hc device for therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. The device was not available for evaluation. The reported issue could not be confirmed. If additional relevant information becomes available, a supplemental report will be submitted.